Event description:
It was reported that this device exhibited premature battery depletion. As a result the device has been explanted and replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device has been explanted and is not expected to e returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code (B)(6) captures the reportable event of surgery.

Event description:
It was reported that this device battery was depleting faster than expected. The device is schedule to change due to concern of premature battery depletion. The device has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device has been explanted and is not expected to e returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this device battery was depleting faster than expected. The device is schedule to change due to concern of premature battery depletion. Device remains in service. No adverse patient effects were reported. Dm.